Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his right side on or about (B)(4), 2007. Patient later experienced severe pain, metal poisoning, loss of range of motion, swelling, additional surgery, inability to walk, inability to stand for long periods of time, and inability to perform activities of daily living. Patient has not yet scheduled a revision surgery. ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on his right side on or about (B)(6) 2007. Pt later experienced severe pain, metal poisoning, loss of range of motion, swelling, add'l surgery, inability to walk, inability to stand for long periods of time, and inability of perform activities of daily living. Pt has not yet scheduled a revision surgery.